Event description:
It was reported that prior to an unk procedure, the code error 5 occurred. Another instrument was used and the same error occurred again. After testing the handpiece, the error code 3 occurred also. No pt consequences. A competitor device was used to start the case.

Manufacturer narrative:
Date sent: 06/11/2008. The handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. However, the handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the analysis results found that the device was received with the coating material of the housing flaking off. An investigation has been initiated to determine the root cause of this condition. Preliminary evaluation revealed that the loose particles on the surgace are aluminum oxide from the base material after it has corroded from multiple sterilizations. Complaint info is trended on a regular basis to determine if further investigation is warranted.